Event description:
It was reported that the barrel of the bd plastipak¿ concentric luer lock syringe was cracked and caused medication to leak out. This was observed in 3 syringes. The following information was provided by the initial reporter, translated from french: "on (B)(6) 2023, during resuscitation, while using a syringe, the operator noticed that it was leaking and that its body was cracked. The leakage is also observed in three other syringes from the same batch. There are no consequences for the patient. This is an isolated incident.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipak¿ concentric luer lock syringe was cracked and caused medication to leak out. This was observed in 3 syringes. The following information was provided by the initial reporter, translated from french: "on (B)(6) 2023, during resuscitation, while using a syringe, the operator noticed that it was leaking and that its body was cracked. The leakage is also observed in three other syringes from the same batch. There are no consequences for the patient. This is an isolated incident."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-apr-2023. H6: investigation summary: four used samples and one photo received for investigation. Upon visual evaluation, barrel appears damaged, which likely caused the leakage past stopper, therefore the incident is confirmed. A device history review was performed for the reported lot 2301010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, possible root cause is associated with the assembly process, damage in the barrel can deform the part causing a wrong interference between stopper and barrel that may lead to leakage. Corrective and preventative action will be implemented to address this issue.